Manufacturer narrative:
Additional information was provided in d9 and h3 was updated to ¿yes¿ as the device was received and evaluated. Corrected information was provided in d1 and d4. Upon review, the brand name, catalog and serial number have been updated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Due to a lack of sufficient product being returned to be able to test the device and an inconclusive data log review, the cause of the pump stop cannot be established.

Event description:
The operating room team was attempting an escalation case in the cardiovascular operating room. Impella 5.5 was inserted and on start up got several alarms including "impella stopped motor current high" "impella stopped controller failure" purge disc not connected" impella stopped retrograde flow" team decided to switch to another controller and pump. They proceed with the case and there was no patient harm. This report is for the pump and another report will be sent for the controller (serial number (B)(6)).

Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
This is one of two related reports. This report represents the pump and another report was submitted to represent the introducer.

Manufacturer narrative:
The logs were returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.